Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to charge. The outcome was resolved without sequelae. Interventions included explanting and replacing the ins. The patient had confusion with recharging and controller. The patient was confused with recharger and programmer. The etiology was reported as possibly related to the device or therapy and not related to the implant procedure. The patient had cognitive difficulties recharging. Relevant medical history included: spinal pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.